Event description:
Pt reported that their meter/lab comparison results were 159 mg/dl (ss) versus 230 mg/dl (lab), respectively (31% difference). Tests were done about 20 minutes apart. No symptoms were reported. Lfs representative reviewed qc procedures and discussed meter/lab comparisons. The meter was replaced. There was no allegation of harm.